Manufacturer narrative:
The customer¿s report of backflow was not confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no bubbles or fluid going past the check valve or into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noticed the patient's 1000ml infusion of d5% n 0.9%ns was infusing faster than it was programmed to infuse at 75ml/h. The roller clamps were clamped and the pump was shut off. Another rn checked pump and tubing. The tubing continued to flow while remaining seated in the off pump. Rn noticed that all the fluid was flowing from the secondary bag to the primary and was by passing all safety features of the tubing. The patient did not receive a bolus of medication. New sets were replaced and pump and new tubing were then working appropriately. There was no report of patient harm.

Manufacturer narrative:
Additional medwatch information received.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn noticed pt IV medication was fast flowing on pump even though it was set for 75cc/hour it was running wide open, roller clamps clamped and pump shut off. Another rn checked pump and tubing. Tubing continued to free flow while remaining seated in the off pump. Rn noticed that all medication was flowing from the secondary bag to the primary and was bypassing all safety features of tubing. Pt received no bolus of medications. New sets were replaced and pump and new tubing were then working appropriately."